Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. Customer's blood glucose level was 129-130 mg/dl. The customer was able to successfully load the cartridge onto the pump.